Event description:
Boston scientific received information that this pacemaker was part of the system revision due to infection. Additional information obtained that the origin of the infection could not be determined and that patient did not develop sepsis. The device was explanted and was used as a temporary, external pulse generator. This temporary pacing system was placed until the infection cleared. Subsequently, a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.